Manufacturer narrative:
A ge service rep performed an on site investigation. The customer cleaned and reseated all connectors and pcbs. The system was tested, found to be working as intended and returned to service.

Event description:
The system locked up resulting from a communication error message display. There is no report of death or serious injury.